Event description:
Information received noted intermittent lv only pace that does not capture and intermittent t-wave oversensing (twos). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).